Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display was distorted. The main lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for eight (8) months with no previous reported issues prior to this reported event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing was in the DHR indicates that there was a manufacturing related cause for the reported event.

Event description:
It was reported that the display has red lines going through it. Additional information received indicated that the red lines do obstruct the values and the user was unable to vied the displayed data. The unit was able to engage in patient monitoring activities; it passed a function check the day the unit was received at the customer's site. The customer indicated that the values appear to be correct. The error messages and/or audible alarms were functioning as designed during alarm conditions. No patient involvement.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.